Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t:lock became damaged. Reportedly, the customer reused the cartridges for approximately a week, and the t:lock appeared ¿slashed¿. There was no adverse impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded to address the issue.